Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found the hold force of the plunger clamp in the reported problem area of the pipette assembly was failing. The plunger clamp, lld contact spring, tip clamp sleeve, compression spring, and tip clamp were replaced. The instrument was inspected, tested without further problem, and returned to service.